Event description:
It was reported that the patient underwent a revision procedure due to an infection 1 month following the implant date with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and no new device was implanted. On (B)(6) 2020 a new ipp cylinder, pump, and reservoir was implanted.